Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to faulty fsr. Unit (gold) received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. Unit received with cracked belt clip slot. Unit received with no belt clip assembly. Unable to verify belt clip anomaly.

Event description:
It is reported that the customer had high blood glucose levels of 142 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported wearing the insulin pump inside the bra and she was sweating. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.